Event description:
Procedure: urogynecological. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced painful intercourse, mesh erosion, and continued stress incontinence. Avaulta anterior biosynthetic support system uretex sup uretjral support system were reported to be used/implanted during this same procedure. Add'l data from importer report: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced painful intercourse, mesh erosion, and continued stress incontinence. Associated mdrs: 1018233-2012-00152 and 1018233-2012-00160.

Manufacturer narrative:
(B)(4). Add'l data from importer report: (B)(4) 2012; avaulta posterior biosynthetic support system; catalog # 486020; (B)(6).